Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm or determine the root cause of the blocked cannula and needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 600 mg/dl (33.3 mmol/l) while wearing the pod between 5 and 24 hours. The patient reported they applied a pod at 4:00 am and experienced progressively rising bg levels throughout the day. The patient reported hearing the clicking sounds and believed insulin was delivering, but suspected the cannula was mispositioned or bent and mentioned possibly bumping into a door. Around 8:00 pm the same day, the patient replaced the pod, insulin, and related components. There was no insulin leakage observed, and no error codes appeared on the controller. The replacement pod functioned, and the patient felt better. The patient reported the cannula appeared blocked and it was not properly inserted in the pod infusion site. The patient further stated the pink slide did not move forward, which could indicate a needle mechanism failure.

Manufacturer narrative:
Please note the additional medical device problem codes in h6. A140801 failure to deliver was replaced by a1409 obstruction of flow.